Event description:
It was reported that the device had failed occlusion +45.5psi. There was no reported patient involvement. Investigation found downstream occlusion (dso) sensor failure. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis of complaint that device had failed occlusion +45.5psi. There was no reported patient involvement. Investigation found downstream occlusion (dso) sensor failure. There was no applicable service history. Log events were reviewed and there were no errors related to the customer complaint. Visual and functional tests were performed. Probable cause of complaint was dso sensor failure.